Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, during start up "device error" showed up on the bottom of the screen. The customer later reported that the unit was on a patient when the incident occurred. The patient had been on the ventilator for the last several days on the same settings with no issues. The patient suddenly was unable to trigger breaths consistently and unable to register a peak pressure. The customer stated they removed patient form ventilator and used a ambu bag with 100% fio2 to ventilate, evaluated the ventilator and did not find any problems so they placed the patient back on the unit but patient still was unable to initiate breaths. The customer took the patient off the ventilator and manually ventilated the patient again, performed an extended self test which passed so they attempted connecting the patient to the ventilator again but the patient still could not breath properly. The patient was switched with another ventilator with no patient harm reported.